Manufacturer narrative:
Insulin pump received with broken battery tube threads. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage to the drive support cap. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had damage on battery screwier. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.